Event description:
In 2008, baxter received a report of misprogramming, which resulted in an overinfusion of tpn on a colleague triple channel pump during patient use, which occurred on the same day, in the neonatal intensive care unit. The one week old female patient (25 week gestational micro-preemie) has a history of grade 4 bilateral brain bleed prior to this incident. The patient also has a patent ductus arteriosus (pda), which was thought to have been closing, but is now suspected of reopening due to the fluid overload. The patient was and is on a bubble c-pap and was receiving tpn and lipids mixed in d20 via a PICC line when this mis-programming occurred resulting in the patient receiving the dose of tpn and lipids at the rate of 35 ml per hour instead of the ordered 3.5 ml per hour, which is 10 times the ordered rate. The total volume in the bag of tpn was 50 ml and 42.3 ml infused into the patient. The nursing staff was alerted to the problem when the device began to alarm kvo. A blood glucose level was drawn after the incident and was found to be 1233 due to the programming error. Insulin (.1 unit subcutaneously x 1) was given in an attempt to lower the blood sugar level. The blood sugar level was then found to be 995. The patient received 8 ml of blood along with 1.6 meq of sodium bicarbonate. The tpn was stopped and d10w was hung. Lasix .8 mg IV x 2 was given. A complete metabolic panel was done with abnormal results. The patient has been made npo and has undergone an arterial line placement for frequent monitoring of labs and a total body x-ray to evaluate the lungs along with an ultrasound of the head and an echocardiogram. The patient remains hospitalized, but is currently stable.

Manufacturer narrative:
The pump was received in the baxter product analysis lab on 7/14/2008. Per the request of the customer, the pump was returned to the customer upon receipt since the facility wants to perform a download of the event history prior to any evaluation by the manufacturer.